Event description:
Same case as MDR ID 2134265-2013-02011, MDR ID 2134265-2013-02012. It was reported that during preparation for an intravascular ultrasound (ivus) procedure, failure to pullback occurred. While using an ilab cart system, the physician selected an atlantis pro imaging catheter for pretest. During pretesting, automatic pullback was attempted but failed. It was noted that automatic pullback was attempted three to four times. No manual pullback performed. Another catheter was used but the same problem occurred. As a result, the motor drive unit stopped working intermittently after the test. The procedure was not completed due to this event. No patient complications were reported and the patients' condition is unknown.

Event description:
Same case as MDR ID 2134265-2013-02011, MDR ID 2134265-2013-02012. It was reported that during preparation for an intravascular ultrasound (ivus) procedure, failure to pullback occurred. While using an ilab cart system, the physician selected an atlantis pro imaging catheter for pretest. During pretesting, automatic pullback was attempted but failed. It was noted that automatic pullback was attempted three to four times. No manual pullback performed. Another catheter was used but the same problem occurred. As a result, the motor drive unit stopped working intermittently after the test. The procedure was not completed due to this event. No patient complications were reported and the patients' condition is unknown.

Manufacturer narrative:
Updated: device avail for eval, returned to MFR on, device returned for eval, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer: the device was returned for evaluation. The product was received in good condition with no visible external damage or defects observed. The problem could not be reproduced as indicated in the original complaint. The unit meets specifications. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by the manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).